Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found scratched lens and contamination of yellowish fluid ingression. This device has not been in for service in the review period. Primary reported problem was verified. Device was found to be displaying "cassette not attached property, reattached cassette" alarm message during functional test. Fluid ingression damaged downstream occlusion (dso) sensor caused the issue. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that there was a cassette not attached error. The event occurred during testing, and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.